Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 505 mg/dl. The customer was also vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but could not conduct the high pressure test as the phone call was dropped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.